Manufacturer narrative:
The insertion could not be performed due to the sensors being returned without the needles. Both sensor cannulas were bent. It could not be confirmed if the customer received the sensors in said condition due to the sensors being returned opened and used.

Event description:
Customer reported via phone call that the cannula came out because the needle was bent. Customer states that their blood glucose reading is 85 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.